Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 13.2mm vticmo13.2 implantable collamer lens into the patient's right eye (od), the lens tore. Reportedly, the lens tore with the forceps, it was not implanted, and it did not touch the patient's eye. The surgeon then implanted a back-up lens of the same size. The surgery was completed routinely. This occurred on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found the haptic torn and the lens missing a piece of haptic. Claim # (B)(4).